Event description:
After deploying stent, a balloon was inserted and expanded. When removing the balloon it was noted that the tip of balloon had broken off. Xray indicated tip of balloon catheter was in guide catheter. Physician stated that while advancing balloon to lesion it was not a smooth transition; instead it felt "gritty." Unable to deliver past ostium of artery, so withdrew catheter and while withdrawing the balloon tip broke off the hypotube (catheter shaft). Did not use excessive force to withdraw balloon. All parts removed within the guide system.